Manufacturer narrative:
(B)(4). (B)(6). The device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The handpiece device was evaluated and the reported condition was confirmed. The assignable root cause of the defective ecu was determined to be due to /wear from normal use and servicing over time. The assignable root cause of the crack in the saw head was determined to be due to improper construction and design. This issue has been captured in a CAPA. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was observed that the handpiece device coupling tool side was out of specification. It was noted that there was a crack on the oscillating head, and the electric control unit (ecu) malfunctioned and was defective. It was also noted that the device failed pre-repair diagnostic tests for functional test, and the trigger with ecu function. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.